Event description:
The wire punched a hole in the pigtail part. (This complaint will capture use error ¿ 0.025¿ wire guide used with the replacement device.) For all complaints ask: 1. What is the reorder number for the wire guide used with this device? 0.025" visiglide, straight. 2. If not with the device in question, how was the procedure finished? They used the new spsof-5-7 to complete the process.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Cancellation report being submitted as this event no longer meets the criteria of an FDA 'serious injury' report or 'malfunction' report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.

Event description:
Cancellation report being submitted as this event no longer meets the criteria of an FDA 'serious injury¿ report or 'malfunction' report as per FDA guidelines 'medical device reporting for manufacturers (2016)'. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.